Event description:
The health care professional (hcp) reported initially the device worked to the patient's satisfaction, later though the patient had no stimulation sensation. There was a question that the patient fell and the device may have been displaced but per the hcp the patient was "able to feel it." An x-ray/MRI/CT scan was performed (B)(6) 2011 and the results showed a change in position. Reprogramming was attempted "several" times with the last attempt being (B)(6) 2011. The patient however did not follow up after the reprogramming. About 2 weeks prior to the last reprogramming it was reported the patient had no stimulation sensation even after changing the settings to program 1 and increasing the voltage up to 4.2. At that time it was also noted the patient had not been using the stimulation very often. No further details were provided.

Manufacturer narrative:
Lead model 3889-28 lot #v618048 implanted: (B)(6) 2011, programmer model 3037 (B)(4).